Event description:
Cassette - h2. Pt was in last fill when an m31 air detected in cassette alarm went off. She call tech support and said the heater bag was empty. "Support told her since the heater bag was empty, that she would not fill". It was advised to cancel treatment and when the cassette was removed, she said it was leaking and the cycler was wet on the inside. Support told her that the cycler would be replaced and told her to discontinue use and contact nurse. (B)(4) was called and set up a pick up date.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.